Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. On (B)(6) 2014, patient underwent a revision procedure for an unknown reason wherein the acetabular cup was removed and replaced.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Dimensional evaluation found component to be within appropriate design specification. During the material analysis, it was noted the component showed evidence of wear, discoloration and subluxation.

Manufacturer narrative:
Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation